Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm. The troubleshooting did not resolve the issue. A replacement faceplate was sent to the customer. In follow up with a complaint handler on 09/17/2020, the customer indicated that she developed mastitis about 2 months ago and was prescribed an antibiotic. She is now double pumping but has not tried the new faceplate sent to her. She indicated that her mastitis was resolved. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 09/02/20, the customer alleged to medela llc that she had low suction with her pump in style starter breast pump when single pumping. She previously had mastitis and her doctor prescribed antibiotics. She also alleged she started to get clogged ducts and her doctor advised she use the pump.